Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. It should be noted, the 965322043 lot code was not provided. Further event information was requested but not provided. A review of provided patient x-rays and photography by depuy (B)(4) commercialized product development confirms the reported dislocation no further deductions can be made at this time based on the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pain in operated leg during investigation surgeon found implant to be loose and muscle laxity causing hip to dislocate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.